Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the por wasn't determined. The hcp couldn't find anyone to fix it. No steps were taken to resolve the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had a return of symptoms stating that they've noticed having to go more frequently and not making it to the bathroom. At the time of the report, patient tried to turn stimulation up and got a power on reset (por). Patient was advised to follow up with healthcare professional (hcp). No further complications were reported.